Event description:
The user facility reported that the patient on impella cp support, urine was starting to hemolyze. The impella was repositioned earlier as aorta alarms were occurring, but the patient was still having dark urine. The next day, labs were coming back hemolyzed and the impella was deep in the left ventricle. Team was aware and were discussing repositioning. Additionally, the a-line was not correlating with placement signal. It was further reported that the patient¿s family decided to withdraw care as there was no ability to escalate care or intervene. The patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.